Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim a hardware error on (B)(6) 2014, resulted in a hypoglycemic event. Patient claims waking up from a hypoglycemic event in his home and reported a friend contacted 911. When the ambulance arrived, patient relayed the responders administered two tubes of glucose gel, then transported patient to the emergency room. Patient did claim to dexcom technical support an attempt reset the device, but the errors continued. Patient reported current condition to dexcom technical support at awake and alert.